Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 441 (mg/dl) for 2 days. Customer changed their infusion set and administered correction boluses with the pump to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog insulin in the pump cartridges for up to 3 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with their health care provider to discuss diabetes management.